Event description:
Allegedly removed during the revision of another component. Seeking settlement.

Manufacturer narrative:
Corrected data: original reporter was unclear what components were removed. Original reporter indicated the revision surgery was done at another hospital. Upon investigation, it was discovered the stem was not removed as previously reported and therefore this report is not required.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00862, 00863, 00865.